Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause is due to a communication error between the drive train motor and the processor board. Visual inspection of the returned platform was performed and found no physical damage. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, confirming the reported event. Review of archive data revealed latch error 71 (motor drive train command issue) system error. The platform was connected to the autopulse vision software and the error message was able to be cleared. Following this, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.